Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture dislodgement due to twiddlers and confirmed via diagnostic imaging on the right ventricular (rv) lead and the atrial (ra) lead. The physician elected to explant and replace the both the rv and ra lead. The patient was in stable condition.